Manufacturer narrative:
(B)(4). Date sent: 4/22/2026. D4: batch#: a99g1a. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: during the procedure, the stapler was able to rotate and open; however, after two rotations, it could not be removed from the patient¿s body. The device was opened an additional third time, but it remained stuck and could not be removed. Although the stapler was fully opened, it was still difficult to remove and required force. During removal, the anvil disengaged, and the anastomosis tore. As a result, the surgical team converted to an open approach, removed the anvil and the device, and redid the anastomosis. The patient ultimately did well with no reported adverse outcome. This is a device that the team routinely uses. The procedure performed was a robotic colectomy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Was a purse string device used or a triple firing technique used? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. What was the location of the anastomosis? Please clarify what was the reasoning was to convert to open? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Thank you. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified procedure, after firing the device it did not open to allow removal from the colon. Force was required to remove the device, resulting in a ripped anastomosis; no patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2026. D4: batch # 866d23. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples; a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No anvil issues were noted at any time during the functional test; the anvil was removed and reinserted without difficulty. The event described could not be confirmed as the device was returned without detectable damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 866d23, and no non-conformances related to the reported complaint condition were identified.